Event description:
It was reported that the patient had a suspected infection in the spine, and it was unknown if it was device related.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection in the spine, and it was unknown if it was device related. Additional information was received that there was no infection in the spine. It was confirmed through MRI that the patient has another non-device related illness.